Event description:
Biomed requested a pn for a user interface module (uim), indicating that while turning the user interface module panel the screen would flicker and the picture would become distorted. On evaluation, the user interface module cable seemed compromised at the base. This incident occurred during pre-use check. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support provided biomed with the pn. Biomed will order a replacement user interface module.